Manufacturer narrative:
Device available for evaluation: corrected this section to yes and added 7/8/2016 as a device-return date. Device evaluated by manufacturer: corrected this section to yes. Results of engineering evaluation: the device was returned to (B)(4) and an engineering evaluation was performed. Engineering confirmed that no damage was seen on the leading end of the delivery catheter guide wire lumen and no material from the leading olive was seen at the leading olive bond site of the delivery catheter. The findings from the investigation showed no evidence of a bond for the leading olive to the delivery catheter on the polyimide guide wire lumen. The root cause for the olive separation from the catheter is due to a lack of bonding between the leading olive and the delivery catheter.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis contralateral leg component (plc231200j/14726219) as well as a non-gore endoprosthesis. After the endoprostheses were deployed successfully, a delivery catheter for plc231200j was removed. Upon removal of the delivery catheter, a leading olive was detached from the delivery catheter. The detached leading olive remained on the guidewire, and the leading olive was removed together with an introducer sheath. The implant procedure was concluded successfully with no adverse events revealed. It was reported that the vessels were not tortuous. Additionally, it was reported that the physician had neither felt resistance nor met difficulty upon withdrawal of the delivery catheter.